Event description:
The pt reportedly developed a cholesteatoma in the middle ear of the implanted side. During procedure for cholesteatoma removal, the electrode was damaged. The pt's device was explanted.